Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm, battery out limit alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had battery issue. The customer¿s blood glucose level was 189 mg/dl. The customer reported that they had battery remains in use less. Troubleshooting was performed. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.